Event description:
On 02/25/2026, (B)(6) reported that the button came off the appliance. Only needs the lower arch remade because the button came off. The upper arc is fine. No permanent injuries were reported. No additional information was provided.

Manufacturer narrative:
The device has been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is:(B)(4).